Manufacturer narrative:
This report is submitted on may 14, 2019. (B)(4).

Event description:
It was reported that the patient's device was electively explanted (date not reported) due to a traumatic injury. The patient will not be re-implanted with a new device.